Manufacturer narrative:
Date sent to the FDA: 01/19/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00057. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a ventral hernia repair procedure on (B)(6) 2009 and mesh was placed. Post-operatively through (B)(6) 2010, the pt had problems with nausea, open wound, drainage from incision requiring wound care, debridement, additional abdominal infection and cellulitis. No additional info was provided.